Event description:
The patient reported that her blood glucose measured 205 mg/dl at 6:40am and she bolused. She later found that the cartridge had leaked insulin into the cartridge compartment of the insulin device. She switched to her back up infusion device. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.